Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During evaluation of release criteria a circumferential pericardial effusion was identified via transesophageal echocardiogram (tee). The closure device was successfully implanted and a pericardiocentesis was performed. 530cc of fluid was removed. The patient recovered and was discharged.